Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level as well as low blood glucose level. Customer¿s blood glucose level was 495 mg/dl and 61 mg/dl at the incident and current blood glucose level was 103 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated manual injection with syringe and food. Customer was using insulin pump system within 48 hours of reported high blood glucose event and low blood glucose event. Customer stated that they insulin pump had received insulin flow blocked alarm. Customer was not using auto mode feature. Customer did not allege insulin pump was under delivering and over delivery. Customer was reporting a past event. Customer reported that the alarm did not occur during fill tubing. Customer stated that the cannula was bent. Customer reported that the event was resolved by changing complete set. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Device was programmed with multiple boluses. All boluses delivered properly and were listed in the bolus history screen. No unexpected insulin flow blocked alarm noted during testing. Device received with cracked retainer and pillowing keypad overlay.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is december 21, 2018.